Event description:
It was reported that, when the asymptomatic patient reported for routine clinical follow-up, far r-wave oversensing was observed via stored egm. Programming changes were recommended.